Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), carcinoembryonic antigen (cea), ca 19-9, psa, and ca 125 results on their e-module. The customer provided data for 111 patients, of which 32 patients had discrepant tsh, ft4 or cea results. The customer stated the discrepant results were reported outside the laboratory. The patients were recalled for repeat blood tests to check the initial results at the requests of the patients' gps prior to the doctors being alerted that the initial results were discrepant. The initial results for patients 3 and 15 were accompanied by data flags. Information on whether the patients were adversely affected was requested but not provided. The tsh, ft4, and cea reagent lot numbers and expiration dates were requested but not provided. The field service representative cleaned all the nozzles by running a wire through them. He checked the mechanical locations. He did a mechanical check. He checked the syringes for bubbles and found none. He checked the washing which was ok. He ran performance tests. The customer ran a precision check which was ok. The customer's quality control was also fine.